Manufacturer narrative:
One hotline low flow system was returned for analysis. The block assembly, line cord, and front cover were observed to have wear and tear damage upon visual inspection. The enclosure and tank cover found to be cracked along with a faulty pcb. The tank was then filled with water, temp check was attached, line cord was plugged in and then the unit was powered on; confirming complaint. Based on the evidence, the complaint was confirmed. The root cause was found due to a faulty pcb as it alarmed constantly.

Event description:
Information was received that a smiths medical level 1 hotline fluid warmer had an "level sensor constantly beeps". No adverse effects were reported.